Event description:
It was reported bd insyte¿ autoguard¿ bc shielded IV catheter had a needle that wouldn't retract. The following information was provided by the initial reporter, translated from japanese: "the safety mechanism was not activated."

Manufacturer narrative:
Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one un-retracted needle assembly and six photos. Upon inspection of the received unit and the photos it was identified that the button had been pressed but retraction did not occur. The reported defect was confirmed. Further inspection revealed that adhesive was present on the outside of the needle well (hub), preventing the hub from rotating. The adhesive had adhered the hub and grip together preventing retraction from occurring. During manufacturing, adhesive may be incorrectly placed due to adhesive build up or part misalignment. Preventative maintenance and in process sampling is performed at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd insyte¿ autoguard¿ bc shielded IV catheter had a needle that wouldn't retract. The following information was provided by the initial reporter, translated from japanese: "the safety mechanism was not activated."